Event description:
The patient underwent lap-herniorrhaphy. Patient presented 4 days later with abdominal pain. Appropriate work-up ensued. Decision made to explore the patient on clinical grounds. Hematoma found in abdominal wall, nothing else. This may well be a normal finding post lap hernia repair and not a complication. The tacker used in the procedure was on trial. This is the second patient who developed an infection from this device and suture material with the same lot numbers. This may just be a coincidence.